Event description:
Reportable based on the device analysis completed on 13apr2026. It was reported that the balloon failed to inflate. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon attempting to inflate the cutting balloon, it never inflated despite increasing the psi. A second attempt was performed without success. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported post procedure. However, device analysis revealed that there was a tear in the balloon.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic analysis and functional testing was performed on the device. Microscopic examination of the balloon material identified a tear 1mm proximal to the proximal markerband. The device was attached to an encore inflation unit however prior to the inflation attempt being performed a balloon tear was identified during microscopic examination, therefore, the inflation test could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information and device investigation analysis. It was reported that the balloon could not inflate. The returned product analysis confirmed the allegation with a balloon tear being identified 1mm proximal to the proximal markerband. Based on the limited information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. It should be noted that there were two instances of the device being prepared incorrectly with the blade protector being removed without the device under vacuum and removal of both the protector and mandrel at the same time rather than the protector first, and the mandrel afterwards.